Manufacturer narrative:
Product information, reporting institution information, event description and investigation coding updated.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint involving a tempus pro device in which, after recording a 12 lead electrocardiogram (ECG) and transmitting it to the jihlava cardiology center, the device emitted a beep, and the tempus monitor spontaneously restarted. Information obtained through good faith effort response indicated the 12 lead ECG was successfully recorded and transmitted to the cardiology center. There was no delay in recording and transmitting the ECG, as both actions were completed prior to the restart of the device. Information within the response also confirmed there was no impact on the clinical decision making or treatment and patient monitoring resumed without interruption following device restart. No alternative monitoring devices or methods were required during or after the incident. The device was in use during this event, however there was no report of actual harm associated with this complaint.

Manufacturer narrative:
Updated the catalog item identifier and product UDI.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint involving a tempus pro device in which, after recording a 12 lead ECG and transmitting it to the jihlava cardiocenter, the device emitted a beep, and the tempus monitor spontaneously restarted. The device was in use during this event; however, no patient was impacted.